Event description:
The customer reported that one of their devices was powering itself off and would not charge or deliver defibrillation energy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the system/memory pcb assembly and the cable assembly connecting the main keypad and the interface pcb. Proper device operation was then observed through functional and performance testing and the device was returned to the customer for use. Physio further evaluated the removed parts and determined that the cause of the reported failure was due to two shorted and burned transistors, designator q501 and q136 from the system pcb assembly.